Manufacturer narrative:
Product event summary: the device, balloon catheter 2af284 with lot number 34245-45, and data files were returned and analyzed. The data files demonstrated an unrelated system notice. Visual inspection of catheter showed the device was intact with no apparent issues. Smart chip verification indicated the catheter was used for seventeen injections. The catheter failed the performance test due to a system notice was received indicating that the safety system detected fluid in the catheter and stopped the injection (system notice (B)(4)). Dissection and pressure testing revealed a guide wire lumen kink and breach at 0.97 inches proximal from the tip. In conclusion, the catheter failed the returned product inspection due to a guide wire lumen kink and breach.

Event description:
It was reported that during a cryo ablation procedure, a system notice had occurred indicating that the refrigerant delivery path was obstructed. Also, blood was observed at the catheter coaxial connection. Also, it was noted that no system notice from the console had alerted to indicate that the safety system detected blood in the catheter handle, the injection was stopped and the vacuum disabled. The balloon catheter was replaced and the procedure was completed with cryo. A service request was scheduled. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.